Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted into a patient on (B)(6), 2010 to treat anastomosis leakage from an esophageal fistula (size reported to be less than 1cm). According to the complainant, the patient underwent a total gastrectomy one prior to stent implantation ((B)(6), 2010). On (B)(6), 2010 one week post stent implantation, the patient presented with leakage. It was noticed that coating of the stent had holes in, resulting in tumor ingrowth and a re-opening of the fistula. The coating of the stent remained attached to the stent and did not migrate. Forceps were used to successfully remove the stent without complications. The physician then placed another ultraflex esophageal covered stent to treat the fistula. There were no patient complications reported as a result of these events. The patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted into a patient on (B) (6) 2010 to treat anastomosis leakage from an esophageal fistula (size reported to be less than 1cm). According to the complainant, the patient underwent a total gastrectomy one prior to stent implantation ((B) (6) 2010). On (B) (6) 2010 one week post stent implantation, the patient presented with leakage. It was noticed that coating of the stent had holes in, resulting in tumor ingrowth and a re-opening of the fistula. The coating of the stent remained attached to the stent and did not migrate. Forceps were used to successfully remove the stent without complications. The physician then placed another ultraflex esophageal covered stent to treat the fistula. There were no patient complications reported as a result of these events. The patient's condition was reported to be stable.

Manufacturer narrative:
Only the deployed stent was returned for analysis. A visual examination of the returned device, found that the stent was fully expanded. Examination of the polyurethane stent covering revealed that the cover was torn and damaged both circumferentially and longitudinally along its length. Based on the condition of the returned device, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B) (4) ¿ additional therapeutic procedure necessary; no injury to patient, device coating damaged. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.